Manufacturer narrative:
The complaint of dark spots, rough spots, or grooves on the catheters could not be confirmed from the 22g insyte autoguard unit packaging that was provided for investigation from lot #5253041. No device sample for lot #5253041 was returned for investigation. No damage, defects or foreign matter were identified to support the complainant's description of the reported event. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. There were no other similar complaints from the implicated lot. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Reported issue: per customer our nurses observed dark spots/rough spots/grooves on the inner part of these catheters. Event date: (B)(6) 2026. Injuries or adverse event: no.